Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). The blank label placed over another label was confirmed upon reception. Review of the manufacturing records associated to the subject device, revealed that it was associated to a re-packaged unit. Due to an urgency to ship reply sr units to the distributor in (B)(4), this unit which was previously destined to be distributed in europe was repackaged. The procedures dictates to place a blank label over the previous label, then apply the approved (B)(4) label. During this procedure, the (B)(4) label was not applied, as per the instructions.

Event description:
Prior to the implant, an abnormality of the packaging was observed. An extra white label was placed over the labelling of the sterilized packaging. The associated pacemaker was subsequently implanted.